Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: when the device was removed from cavity, the balloon disengaged into the cavity. The balloon was retrieved. No bleeding. No tissue damaged. Not extended more than 30mins. No patient injury was reported. Patient is female has cancer.

Manufacturer narrative:
(B) (4).